Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not communicate with belt) has been confirmed. Upon investigation the monitor was unable to pass detect and treat testing. The failure was isolated to bent pins on the monitor's belt receptacle, causing the monitor to be unable to fire pulses. The root cause for the bent pins was unable to be positively identified. The device is designed to meet iec 60601-1 mechanical requirements. There was no adverse event that results from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to communicate with belt.